Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for a femoral case and the procedure ended well. However; hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful.

Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for a femoral case and the procedure ended well, however, hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the advancer tube and the sealant was observed to have been deployed on the catheter shaft, covering the balloon¿s proximal tip as received. It was noted that the sealant was exposed to blood, and the sealant sleeve was displaced near the green shuttle hub. The condition of the returned device indicates an incomplete removal of the device. However, it is unknown if the device was manipulated after the procedure. The syringe and procedural sheath were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No visual damages or anomalies were observed. Per functional analysis, he advancer tube was proximally retracted and found properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. The IFU also states ¿remove device, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen.¿ failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used for a femoral case and the procedure ended well. However; hemostasis was not achieved since the bleeding did not stop. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful.